Manufacturer narrative:
Investigation summary our quality engineer inspected the 1 photo submitted for evaluation. The reported issue of leakage past stopper was confirmed upon inspection of the photo. However, bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation. A device history review was conducted for lot number 2174219.

Event description:
It was reported while using bd luer-lok¿ 1-ml syringe 10 ml ll syringe w/o needle leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: blood leaks past syringe stopper during aspiration of blood it was observed that blood accumulated past syringe stopper.

Event description:
It was reported while using bd luer-lok¿ 1-ml syringe 10 ml ll syringe w/o needle leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: blood leaks past syringe stopper during aspiration of blood. It was observed that blood accumulated past syringe stopper.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.